Event description:
A peritoneal dialysis (pd) patient's nurse reported a fluid leak associated with the patient's pd treatment.the nurse explained that there was a noise that could not be defined and it was unknown when it was noticed. Fluid was discovered during an unknown phase/cycle of dialysis. Fluid leaked from an unknown place. The nurse said that the fluid was on the floor and all over the place. There were no alarms/warnings prior to leak. The nurse was not able to confirm if there was or if there was not fluid discovered in the pump module area. The nurse was unable to confirm if the fluid was discovered on the external of the cassette operating room was not. The nurse insisted that the patient get a new cycler. A new cycler was issued. The patient knows how to do manual treatments in the absence of a cycler. A new cycler was issued. Additional information was requested, but no further details were provided. Samples were requested.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.